Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a hip replacement surgical procedure, it was discovered that the recon sagittal saw device stopped working. There was a thirty minute delay to the surgical procedure. A spare device was available to complete the surgery. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device could not engage the attachment and the coupling was defective. The device also failed pretest for check falling out protection (steal ring), check the rotation of the saw head, check the saw head¿s locking mechanism and check the saw blade coupling. Therefore, the reported condition was confirmed. The assignable root cause was traced to improper maintenance. A review of the service history record indicates that the device has been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.